Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) had not properly anchored at the vessel wall and the balloon was found ruptured. There was no reported patient injury. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was in the closed position. The sealant remained in the manufacturing position and had been exposed to blood. The syringe and procedural sheath were not returned with the device. Per functional analysis, an inflation/deflation test was performed and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon, approximately 2.5 mm from the balloon neck. A product history review of lot f2117601 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause for the event could not conclusively be determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the safety and effectiveness of the mynx control vcd have not been established patients with clinically significant vascular disease in the vicinity of the puncture. With the limited information provided it is not possible to draw a clinical conclusion as to the cause of the event. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2117601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) had not properly anchored at the vessel wall and the balloon was found ruptured. There was no reported patient injury. The device will be returned for evaluation.